Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the t-link monitor froze. The user rebooted the system and reported that the surgical procedure was completed successfully. There were no adverse consequences to a pt as a result of this event.